Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found it in brand new condition in its original packaging. During the functional testing, it was identified the pump was intermittently failing to detect the wireless communication module battery during the power-up process resulting in wireless module intermittent connection with the pump message when attempting to complete the power-up sequence with the ac power cord plugged in. The device has been sent to the r&d team for comprehensive examination and failure mode analysis for root cause determination.

Event description:
It was reported that the device alarmed for an intermittent wireless module connection error. It was an out of box failure and a replacement was required. The product fault occurred upon opening. There was no patient involvement and no patient harm/adverse event reported.